Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer, the customer was advised to swap the liquid crystal display (lcd) panels and inverters. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's upper display was blank. The ventilator was not on a patient at the time of the event.